Event description:
Clinical report states: right knee patellar arthrofibrosis, status post total knee arthroplasty.

Manufacturer narrative:
The device associated with this report event remains implanted. No revision has been reported. Review of the device history records and/or a complaint database search was not possible as the product code and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part/lot information. Depuy will notify the FDA when the investigation is complete..

Manufacturer narrative:
The device associated with this reported event remains implanted. No revision surgery has been reported. A complaint database search finds no other related incidents reported against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.